Event description:
It was reported that the device would not operate on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4).physio-control determined the cause for the malfunction to be an electrically damaged ic chip, designator u5 on the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.